Manufacturer narrative:
This report is submitted on may 17, 2021.

Manufacturer narrative:
Per the clinic, it was reported that the implant magnet was dislodged due to MRI ((B)(6)2020) and the device was explanted on (B)(6) 2021. This report is submitted on april 2, 2021.

Manufacturer narrative:
This report is submitted on february 9, 2021.

Event description:
Per the clinic, the patient experienced swelling at the implant site and pain with device use, and was treated with oral antibiotics for a duration of 2 weeks. The implanted device remains.